Event description:
It was reported that pump touchscreen became frozen and would not respond to customer input, preventing customer from interacting with pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset with guidance from technical support.